Event description:
It was reported that during a lar procedure, the device only cut the distal and proximal tissue without stapling. Another purse string was performed with difficulty and another device used. The procedure was extended, but fortunately by using another device, there was no further unexpected outcome.

Manufacturer narrative:
Information anticipated, but unavailable at this time.